Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that on the anchor inserter the small hex driver snapped off and stayed in the anchor. No significant delay or patient injury reported.

Manufacturer narrative:
One bioraptor knotless suture anchor inserter was returned for evaluation. Anchor was not returned for examination. Visual assessment of the device confirmed the reported complaint. The distal end of the inner shaft has broken off. The inserter tines are bent. Functional assessment of the inserter confirmed the inner shaft advanced and retracted when the torque limiter was rotated. The torque limiter functioned as intended. Disassembly of the device confirmed the break area to be coiled up/pig-tailed. The inner shaft was tested for material condition and was found to be within print specification. The condition of the device indicates axial alignment was not maintained during anchor insertion. User should ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. User error might have been a contributive factor of the event.